Event description:
It was reported that during a total gastrectomy procedure, the 19th and 20th clips fell out during use. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.